Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on (B)(6) 2006, (B)(6) 2007, in 2009, on (B)(6) 2011, experienced two cerebrovascular events in 2009, a cerebrovascular event in (B)(6) 2010 and subsequently expired (B)(6) 2011, after use of the product.

Manufacturer narrative:
This is one event (cerebrovascular) of eight events reported for the same pt involving two separate products; associated MDR numbers: 1225714-2013-01305, 01306, 00773, 00774, 00775, 00776, 00777, 00778, 00779, 00780, 00781, 00782, 00783, 00784, 00785 and 00786.